Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 100 units. Reportedly, the cartridge was filled with 300 units of insulin. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued using the existing cartridge for insulin therapy.